Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider tenet case and battery was damaged. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. No battery or any other accessories were included. The enclosures were broken. The battery receptacle was not seated correctly and would not accept a test battery. A functional evaluation was conducted. A test battery could not be seated into the battery receptacle. The receptacle was reseated and the test battery was inserted. The device was then tested and passed all functional tests. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. It is also recommended that the spider 2 instructions for use be reviewed regarding inspection of the plastic enclosure for any damage that could result in fluid entry. No containment or corrective actions are recommended at this time.